Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was no efficacy with system and requested explant. Explanted (B)(6) 2021. The issue resolved.